Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 389 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Abnormalities were observed in the rotational sensor data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not replicate the rotational sensor abnormalities that were present in the original data. The drive mechanism was inspected and found contamination on the commutator cap. Considering the rotational sensor abnormalities did not replicate in the rerun, the contamination observed on the commutator cap did not affect the functionality of the device. Further investigation of the device did not find any damages or abnormalities that cause the rotational sensor abnormalities in the data. Therefore, a root cause could not be determined for the observed data issue. Additionally, cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.